Event description:
Information received from the field notes that about two months post implant, an ECG revealed atrial fibrillation. The mode was changed from ddd to vvi. The patient had discomfort during daily activities. When the device was tested in aai, the capture morphology was the same as ventricular capture. The data revealed that a ventricular lead was connected to the atrial port. The device was left in vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received